Event description:
A customer reported that during surgery on an 80-year-old patient, an ophthalmic cutting blade was found to be dull, but it caused no harm to the patient. Details of the procedure were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened clearcut intrepid knife, in blister pak (bp) tray, was received for the report of dull blade. Sample was visually inspected and found to be nonconforming with a bent tip. Penetration testing could not be performed due to the damage of the sample. A lot number was identified, however the lot does not contain a cutting instrument lot number therefore, a device history record review could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned opened sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blades. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).